Event description:
It was reported that an ilet pump that had been carried in clothing for a short period separated and opened, after which the screen was unusable and the device could not be used; this was characterized as a device display component issue with loss of bonding. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display assembly consistent with a bond failure of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.